Event description:
PATIENT REPORTED "SEROMA" AND LATER REPORTED "RUPTURE". THIS RECORD IS FOR AN UNKNOWN SIDE. DEVICE REMAINS IMPLANTED.

Manufacturer narrative:
CLARIFICATION TO H10 RELATED REPORT NUMBERS: THIS IS A FOLLOW-UP REPORT TO A MEDWATCH SUBMITTED UNDER MANUFACTURER REPORT NUMBER 9617229-2023-06323. PATIENT INITIALLY REPORTED "SEROMA" ON AN UNSPECIFIED SIDE, WHICH WAS PREVIOUSLY REPORTED IN 2023 UNDER MRN 9617229-2023-06323. PATIENT HAS NOW REPORTED "RUPTURE" ON AN UNSPECIFIED SIDE. OUT OF AN ABUNDANCE OF CAUTION, SEROMA AND RUPTURE WILL BE REPORTED TOGETHER ON BOTH SIDES UNTIL ADDITIONAL CLARIFICATION IS RECEIVED. THE EVENT OF "SEROMA-LATE" IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ABBVIE IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: "SEROMA"; "RUPTURE".

Event description:
Patient reported "seroma" and later reported "rupture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
ADDITIONAL, CHANGED, AND/OR CORRECTED DATA: B6, H6.

Event description:
PATIENT REPORTED "SEROMA" AND LATER REPORTED "RUPTURE". AND LATER HEALTHCARE PROFESSIONAL REPORTED "DEVICE RUPTURE". THIS RECORD IS FOR THE LEFT SIDE. DEVICE HAS BEEN EXPLANTED.

Manufacturer narrative:
CLARIFICATION TO B3 DATE OF EVENT: RUPTURE OCCURRED/WAS DIAGNOSED ON 7/MAR/2026. IT IS UNKNOWN WHEN SEROMA OCCURRED, WHICH WAS THE INITIAL EVENT. A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCES NOTED. ADDITIONAL, CHANGED, AND/OR CORRECTED DATA: A6, B5, D1, D2A, D2B, D4, D6B, G2, G4, H4, H6, H11

Event description:
PATIENT REPORTED "SEROMA" AND LATER REPORTED "RUPTURE". AND LATER HEALTHCARE PROFESSIONAL REPORTED "DEVICE RUPTURE". THIS RECORD IS FOR THE LEFT SIDE. DEVICE HAS BEEN EXPLANTED.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D9, H3, H6.Device Evaluation: Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:- Rupture: Observed broken device through microscopic inspection assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process.- Seroma-Late: Unable to observe through visual inspection as it is a physiological phenomenon.No additional observations performed on the device. No further actions are required.